Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that while navigating with the straight probe the surgeon felt approximately 4mm inaccurate superficially. The site swapped to other instruments and the issue did not resolve. The representative advised the site to auto-refine the 3d model and re-register. The registration metric was 1.7mm and the surgeon felt accurate. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. From loading the previous registration, it appeared that a significant number of trace points were matched below the surface of the registration model and trace points were recorded on soft tissue, outside of the "blue" trace area. Suspect bad registration technique as re-registering with a better trace pattern resolved the issue. If information is provided in the future, a supplemental report will be issued.